Manufacturer narrative:
A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available. Evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the cuvette was not reading. It is unknown as to whether the product was changed out, if there was any affect to the patient or the results of the surgery. This event is associated with a voluntary safety alert that was submitted on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Method: device-to-device interaction testing. Visual inspection. Manufacturing review. Results: no failure detected. Conclusions: unable to confirm complaint. The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The sample was visually inspected, during which it was noted that the magnet was slightly rusty. Microscopic inspection of the magnet did not reveal any potential defect with the part that would inhibit part functionality. The returned unit was found to not have difficulties connecting to the cdi500 monitors. The strength of the magnet in the returned unit was measured and found to be within tcvs specifications. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.